Event description:
It was reported from a customer evaluation the finger grip began to melt near the active electrode during a total hip resection.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies.